Event description:
Drive devilbiss healthcare is the initial importer of the device which is an oxygen cart. The device has not been returned for evaluation. The wheel on the e-cylinder broke. The cart fell causing a cut on the patient's ankle. The device is 6 years old.